Event description:
The 3 stryker disposable units were opened new. Upon opening, all 3 had debris in the packaging. These were not used on patients. Please make note that there are 3 products with 2 different lot numbers.